Manufacturer narrative:
Other relevant device(s) are: micra model #: mc1vr01-delsys / expiration date: 28-may-2020 / serial#: (B)(4), UDI #: (B)(4). Mfg date: 06-dec-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the tether was removed and the pacing thresholds increased. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delsys, serial# (B)(4), return date: 19-jun-2019. Device returned to MFR? Yes. Product event summary: the partial delivery system was returned in segments and analyzed. The analysis indicated that the delivery system tether was knotted. The delivery system tether was broken/cut/pulled apart. The analyst noted that only the tether of the delivery system was returned. The tether was returned with a knot on the tether and the tether cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: no product returned as it remains in use. If information is provided in the future, a supplemental report will be issued.